Event description:
It was reported that the patient has not received therapeutic relief since the pump was implanted and the dosing titrated up. A pump reservoir volume discrepancy was noted; the actual residual volume of 39 ml was greater than the expected residual volume of 9 ml. This was the first refill after an implant/replacement/revision. The health care provider (hcp) checked the pump event logs and "everything looks normal". The hcp was considering performing device troubleshooting to determine if there was an issue. Drug delivered via the device was lioresal. A follow-up report will be sent if additional information becomes available.

Event description:
It was reported that on (B)(6) 2012 the catheter was revised and 3cm of the catheter was removed. The reservoir was not accessed. On (B)(6) 2012 the pump was accessed and 39.5ml was aspirated. The reservoir volume read 31.5ml was expected from prior to the revision. It was unknown if the catheter was aspirated at the revision. The hcp was considering performing device troubleshooting. It was noted that the pump was delivering gablofen.

Event description:
Additional information received reported the pump was full at refill and the patient wanted the entire system removed. The system was explanted and the patient recovered without sequela.

Event description:
Additional information: healthcare provider believed that the catheter had kinked at the proximal/distal connection and was revised; "kink removed". Patient symptoms were noted to be failure to receive medication. Patient outocme was indicated as no injury.

Manufacturer narrative:
Analysis of the catheter revealed there was an occlusion (previously reported there was no occlusion related complaint). In addition coring, tears, cuts were observed in seal; however no leaks were noted during analysis.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the catheter and sc connector revealed indent in seal and no occlusion related complaint; met occlusion criteria. It was noted there was a well-defined indent; it covered less than 10% of the catheter lumen. Also of note was a coring or tear inside the sealing surface. The misalignment may be the cause for the occlusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Catheter model: 8731sc, serial# (B)(4), implanted: 2012 (B)(6). (B)(4).

Manufacturer narrative:
(B)(4).